Event description:
It was reported that an ilet user was unable to unlock the device using the swipe-to-unlock function despite normal touch responsiveness in other areas of the screen, unsuccessful attempts to recalibrate the capacitive touch sensor, and an attempted restart that did not occur; replacement was arranged and the original device was later lost in transit and not evaluated. Symptoms included no adverse clinical effects, and the user¿s blood glucose was reported in range during the call. Outcomes included temporary discontinuation of pump therapy with use of backup therapy until the replacement arrived, without hospitalization or medical intervention. Investigation included review of device logs by engineering and collection of video evidence from the user. Investigation of this case revealed a screen/lock user interface malfunction consistent with a touch input or unlock control failure, without evidence of ongoing device utilization per logs and with no device returned for analysis. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to the lack of returned product and the inability to reproduce the issue. The original device was not returned to the manufacturer, and therefore no physical device evaluation or investigation was performed to confirm the reported condition or root cause.

Manufacturer narrative:
The device was not received or evaluated by beta bionics. User complaint of ilet damage or malfunction was not confirmed via failure investigation due to lost package or common complaints. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.